Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after a phlebotomist had used a 23 g x 0.75 in bd vacutainer® winged safety push button blood collection set to draw a patient's blood, she activated the safety mechanism, heard a click, and placed the used device on the patient's bed. When she was cleaning up she felt a sharp poke, examined the device, and found that the needle had not retracted all the way into the safety sheath. Both the source patient and nurse received post exposure lab work, the test results were negative, and no prophylaxis or any other medical interventions were provided.

Manufacturer narrative:
Additional information: although an absolute root cause for this incident could not be determined (as previously reported), CAPA # (B)(4) has been initiated with regards to partial/no IV needle retraction an investigation is currently underway.